Manufacturer narrative:
Additional information was received on aug 28, 2017. During the investigation it was found out that the issue (sizing) is related to the guide pin and targeting guide. Therefore, 2 more reports are submitted for this complaint. One is for the guide pin and one is for targeting guide. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. During the trend analysis no trend was identified. Event summary: the guide pin got stuck in the guide before insertion of the screw in the patient. The surgeon used another cannula from a different system. When that happened, the measurement for the lag screw was thrown off. The surgeon held up the screw against the patient's x-ray and saw that the screw would be too small for the patient. To resolve the issue, the surgeon used a bigger screw. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination :for product investigation only the lag screw was returned. The guide pin or the targeting guide have not been returned for evaluation. No information provided about reference and lot numbers. The returned lag screw is new and unused. No signs of any damages or deformations. - measurements were done on the lag screw. All measurements were within the required specifications. Review of product documentation. - the correct lag screw placement is described in the surgical technique (B)(4) on page 7. ".... Remove the trocar and insert the 3.2mm lag screw pin sleeve. Insert a pin through the pin sleeve. Under fluoroscopy, drill the pin to the level of the subchondral bone of the femoral head without penetrating the femoral cortex. Assess the position of the pin using the c-arm in the a/p and lateral planes. If the pin is appropriately placed, proceed with the next steps. Note: if the pin is not appropriately placed, remove it, adjust the guide under fluoroscopy and replace the pin correctly. Remove the 3.2mm lag screw pin sleeve from the lag screw cannula. Slide the cannulated lag screw depth gauge over the pin down to the bone. Confirm that the depth gauge is touching the lateral cortex of the femur using fluoroscopy to accurately determine the length of lag screw to be used. The end of the pin in the depth gauge indicates the length of lag screw to be used." Root cause analysis: a root cause analysis cannot be done as no information was provided for the seizing of the guide pin and targeting guide. No reference number and lot numbers received. Therefore, it is unknown how the seizing was occurred and on which specific instruments. The guide pin and targeting guide have not been returned for evaluation. Conclusion summary: it was reported that the guide pin got stuck in the guide. The surgeon used another cannula from a different system to complete the surgery. During the x-ray control the surgeon saw that the lag screw would be too small for the patient. To resolve the issue, the surgeon used a bigger lag screw. The guide pin and targeting device have not been returned. Only the lag screw was returned. In the surgical technique (B)(4) it is described how to place the guide pin correctly. If the pin is not appropriately placed, remove it, adjust the guide under fluoroscopy and replace the pin correctly. Afterwards, the cannulated lag screw depth gauge has be used to determine the correct length of the lag screw. The returned lag screw was visually inspected. The lag screw is unused. No signs of deformations or damages. A measurement was also done. All performed measurements were within the required specifications. As no specific information were provided about the seizing of the guide pin and targeting guide, no detailed investigation can be done. For the lag screw no malfunction was reported. The lag screw was only returned as the surgeon was not able to use the lag screw depth gauge to measure the correct length which was needed for the patient. Under x-ray control he realized that the lag screw was to short and used a bigger one. Based on the given information and performed investigation, it cannot be said, why the guide pin got stuck. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery the guide pin got stuck in the guide before insertion of the screw in the patient. The surgeon used another cannula from a different system. When that happened, the measurement for the lag screw was thrown off. The surgeon held up the screw against the patient's x-ray and saw that the screw would be too small for the patient. To resolve the issue, the surgeon used a bigger screw.